Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign body in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "foreign material in the nozzle" occurred due to a deviation from the instruction manual during reprocessing; the customer reported they did not wipe or brush the nozzle. The event can be detected/prevented by following the instructions for use: the IFU sets out this detection method in chapter 3 of the gif/cf/pcf-290 series operation manual, preparation and inspection. The IFU establishes that preventive measure in chapter 5 of the gif/cf/pcf-290 series reprocessing manual, reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.